Event description:
Related manufacturer report number: 3006705815-2019-03046, 1627487-2019-09107.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03046, 1627487-2019-09107. It was reported the patient began to experience respiratory issues and was intubated during the implant procedure. The procedure was extended by 30 minutes. The system was implanted and the patient was stable post-operatively.